Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as spinal pain. A diagnosis was noted as chronic spasticity. The unique characteristics noted were smoking with relevant accidents of drug abuse, mi (myocardial infarction), and anoxic encephalopathy. Other pertinent information reported was the patient was wheelchair bound, paralysis/weakness in lower extremities, and a 6 year history of spasticity. It was reported there was an impression of a baclofen pump failure. The patient was found to have abdominal swelling with fluid surrounding the pump that tested positive for beta 2 transferrin x2 indicated cerebrospinal fluid (csf). A procedure of a revision of the intrathecal drug-delivery pump system was performed. They dissected down to the level of the intrathecal drug-delivery pump system and they removed it. Of note, there was a considerable amount of clear fluid around the system. The system had been working well however. They could not see any breakages of the tubing. The operative report noted the preoperative diagnosis was baclofen pump leak. The postoperative diagnosis was baclofen pump leak, abdominal wall tear/erosion. They explanted the pump and noticed immediately that there was an erosion in the retro-abdominal wall exposing the peritoneal cavity. The catheter was removed to the back portion where they were unable to remove it any further due to it being quite resistant to being pulled at the back. They did tie the catheter off in multiple areas and then closed the wound with 2-0 vicryl and nylon on the posterior aspect, as well as what they did from the anterior aspect. The original intended procedure was spine revision of programmable intrathecal pump. The device usage problem was noted as device failed. The event resulted in hospitalization - initial or prolonged. No further complications were reported.

Manufacturer narrative:
The other relevant components include: product ID 8709sc (B)(4) implanted: (B)(6)2010 explanted: (B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from business partner saol therapeutics reported the patient was 74 inches and race was provided as white. The patient was receiving gablofen 2000mcg/ml for a total dose of 420mcg/day. The initial start date was (B)(6)2010. The patient was on compounded baclofen 4000mcg from (B)(6)2011-2005, and then was switched to gablofen 2000 on (B)(6)2013. The ndc number was(B)(4), lot number was 2163-119, and expiration date was may 2019. The patient was using the baclofen for anoxic, encephalopathy, muscle spasticity, and paraparesis. It was noted that the pump was removed and the abdominal swelling/cerebrospinal fluid (csf) leakage, abdominal tear/implant site erosion, baclofen pump failure, and spine/catheter revision were all resolved. Concomitant medications and dietary supplements the patient was taking at the time was abilify, prozac, buspar, and ranitidine. The patient was hospitalized from (B)(6)2017. The admitting diagnosis was baclofen pump failure. The hospital information was provided. It was a pump issue not a medication issue. Fluid pocket presented over pump during (B)(6)2017 refill and reported as being present since surgery on (B)(6)2016. It was also present to each refill there after until exploration surgery scheduled for (B)(6)2017. It was noted they had drainage of fluid on (B)(6)2017 with beta 2 transferrin detected. A dye study was done on (B)(6)2017 and no problems were detected. It was noted they had drainage of fluid on (B)(6)2017 and (B)(6)2017 with beta 2 transferrin detected and baclofen also detected. No further complications were reported/anticipated.